Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection of (B)(4) and review of (B)(4) log files, which revealed multiple electrical fault alarms. These electrical fault alarms are most likely due to an open connection on the three phase wires on the front stator as is evident of the high impedance values in the event details. These open connections were most likely a result of a misconnection of the driveline to the controller from the constant connection and reconnection of the driveline thus causing the pump to start on single stators. A review of the complaint history for the patient did not reveal any servicing procedures done either before or after the reported event that may indicate a potential issue with contamination due to foreign material. Analysis of (B)(4) revealed that the device failed to meet specifications; the device failed visual inspection due to a damaged pin on port 1. The bent pins prevented the battery from making a proper electrical connection. The confirmed malfunction is relate to the reported event. Heartware has opened internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-01995 and 3007042319-2015-01996) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of five reports (3007042319-2015-01995 and 01996) submitted for devices related to the same event.

Event description:
It was report by the hospital (B)(6) that patient had "bent pens on primary controller". Patient then switched to back up controller while at home, but controller had electrical faults with vad stop alarms. Patient then switched back to primary controller and proceeded to the clinic where they had both controllers exchanged. One battery was also exchanged due to bent pins. Log files were sent. No further information available. Investigation is ongoing.